Event description:
The customer reported that the pt had come down from the operating room with a 6lpc tracheostomy tube two hours into use, an audible leak was heard. They tried to inflate the cuff with more air, but it continued to leak. The tracheostomy tube was removed, and the pt was re cannulated with another 6lpc. They tested this tracheostomy tube, and found that it had a leak in the seam of the pilot balloon.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.